Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy properly, and the device failed during deployment. There was no reported patient injury. The device was used for a diagnostic procedure. The user was trained to the device. The device was used arterially. The user shuttled down completely. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy properly, and the device failed during deployment. There was no reported patient injury. The device was used for a diagnostic procedure. The user was trained to the device. The device was used arterially. The user shuttled down completely. There were no kinks in the sheath or device after removal. A non-sterile mynxgrip vascular closure 5f device was returned for evaluation. Visual inspection of the received device showed the shuttle was engaged to the black handle with the stopcock closed. The procedure sheath and syringe were not returned with the device. The sealant was observed attached to the body of the device, exposed and out of manufacturing position. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and found within specification. The shuttle down step was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use. The reported ¿sealant-failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the issue with the sealant reported since there were no anomalies noted during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) did not deploy properly, and the device failed during deployment. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.